Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) due to the cartridge connection leaking. Additionally, air bubbles were observed along the infusion set tubing and the pump supplies had been used beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer replaced all supplies and resumed insulin delivery. Additionally, the battery gauge was fluctuating which resulted in the pump shutting down. Reportedly the customer successfully powered the pump on and continued to use the pump for insulin therapy.